Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Prior to the procedure, x-ray was performed and revealed the patient's right atrial (ra) lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.